Event description:
A report was received from health canada's canada vigilance program which states, "the device was infusing at a rapid rate. Primary set was filling up and air bubbled were observed in the tubing."

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Correction : concomitant med prod data, imdrf annex e code. Additional information : unique identifier (UDI) #, medical device serial #, device manufacture date, imdrf annex a, b, g codes and manufacturer narrative . A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
A report was received from health canada's canada vigilance program which states, "the device was infusing at a rapid rate. Primary set was filling up and air bubbled were observed in the tubing."